Manufacturer narrative:
The event information pertaining to this incident has been reviewed and no product investigation can be performed as there are no complaint allegations present nor were the circumstances of the event attributed to any malfunction of the implanted system.

Event description:
Related MFR report: 1627487-2020-30653. It was reported the patient's scs system permanent implant procedure was abandoned because when the physician attempted to place the lead it could not be advanced due to the presence of scar tissue from a previous fusion surgery.